Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was traced to the user. The device evaluation found the connector was damaged due to an excessive load (deviating from normal use conditions) momentarily being applied and causing the light guide to jam in the socket. The IFU contains the following statements regarding user handling: "never apply excessive force to connectors. This could damage the connectors.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. An object was stuck in the light guide socket. The socket was replaced. The device passed all functional tests. All video and output signals tested ok. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the light guide was stuck in the socket of a visera elite ii video system center. The problem was first noticed at the end of a diagnostic cystoscopy. The intended procedure was completed with the device, no devices were replaced, there was no delay in the procedure, and no other devices involved in the event. The customer reported there were no patient injuries due to this occurrence.